Manufacturer narrative:
E1 - initial reporter phone: (B)(6). B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that pump exhibited error code 41628. There was no reported patient involvement.

Manufacturer narrative:
D9: device received on 6/13/2025. H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed. The customer's stated problem was not confirmed. The device was working properly. There was no known cause of the reported issue. The downstream occlusion (dso) seal, sensor and bezel were replaced preventatively due to dirt being found at dso sensor/latch lock area.